Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Elevated blood glucose levels [blood glucose increased], the piston rod does not act at all according to the units and now no longer extends at all [device malfunction]. Case description: this serious spontaneous case from germany was reported by a consumer as "elevated blood glucose levels(blood glucose increased)" with an unspecified onset date, "the piston rod does not act at all according to the units and now no longer extends at all(device component malfunction)" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index (bmi) were not reported. Dosage regimens: novopen echo plus: not reported. Medical history was not provided. On an unspecified date, patient had elevated blood glucose levels (over 600 mg/l) during use of novopen echo plus. The dialling unit can be turned and pressed, but the piston rod does not act at all according to the units and now no longer extends at all. The patient got the pen about three weeks ago (from initial receipt date). Batch number for novopen echo plus was requested. The outcome for the event "elevated blood glucose levels(blood glucose increased)" was not reported. The outcome for the event "the piston rod does not act at all according to the units and now no longer extends at all(device component malfunction)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: batch number for novopen echo plus was unavailable. Investigationsal results: name: novopen echo plus batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: invesitigational results were updated. Relevant fields updated in EU/ca tab. Imdrf codings were updated. Final manufacturer's comment: 19-jun-2023: the suspected device novopen echo plus has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echoplus. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary: name: novopen echo plus batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.